Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/29/2009 and 06/02/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 05/21/2009. This report was mailed to FDA on: 06/19/2009.

Event description:
A surgeon reported a patient experiencing poor vision and ghosting following intraocular lens (iol) implant surgery. The surgeon reported the iol was implanted upside down. Additional information has been requested.